Manufacturer narrative:
The was no I/a tip returned for evaluation. Seven component lot numbers were identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to the manufacturer's acceptance criteria. The root cause could not be determined. All polymer I/a tips are 100% visually inspected by trained operators at the end of the manufacturing process prior to release of the product. (B)(4).

Event description:
A surgeon reported that the lip of the polymer I/a (irrigation / aspiration) tip has nicked descemet's membrane on two occasions in the last two weeks. The product was not saved for evaluation. Additional information has been requested, but none has been received.